Manufacturer narrative:
(B)(4)

Event description:
Customer reported patient aspirated bravo ph capsule during placement. Capsule was not attached to esophagus. X-ray showed bravo capsule in lung. No report of patient vital sign instability or other difficulty. Bronchoscopy was performed and capsule was removed sucessfully. No patient information was provided.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history record indicating that the product was released meeting finished product specifications. In addition, trending is performed on a regular basis as outlined in sop (B)(4): handling complaints to identify whether the trending has hit triggers that require additional investigation.